Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a vibratory alert. Interrogation of the device revealed it was in bvvi mode. The device was reprogrammed to resolve the issue. The patient is in stable condition.